Event description:
Customer reported that a message displayed on the icp express unit screen that 'no transducer detected'. Additional info received revealed that one of microsensors (B)(4) was implanted and explanted on the following day. The second microsensor with catheter (B)(4) was opened but never used, and was disposed of by the hospital. It was also noted that the doctor believes that the problem was with the icp express cable.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.